Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Just about choked. Brush head came apart in mouth. Case description: reporter sent e-mail stating the brush head came apart in the consumer's mouth. No serious injury was reported.